Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms and successfully resumed insulin. Customer reported blood glucose was in the 200 mg/dl range.